Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: surgical intervention to treat bilateral seroma, left breast lymph node, and left breast melanoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 46-year-old caucasian female patient who underwent a breast reconstruction revision procedure with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 400 cc gel breast prosthesis (right device) suffered from several issues following implantation. The patient developed bilateral seroma along with swelling. The patient also developed melanoma on the left breast along with a lymph node the size of a golf ball. The patient underwent surgical intervention to treat the seromas and the lymph node. Additionally, the patient underwent another surgical intervention to remove the melanoma on the left breast. Lastly, intermittent pain and swelling in the right breast and underarm area were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 07-jul-2023, mentor received additional information about the identity of the suspect medical device. It is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, lot #5623261, serial #(B)(6), UDI #(B)(4), PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).